Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that there was a leak in the reservoir compartment. The customer¿s blood glucose level was 358 mg/dl at the time of the incident. The customer also reported that their insulin pump alarmed motor error but they were able to complete a pump rewind. Troubleshooting was not completed. The insulin pump will not be returned for analysis.